Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and in the archive data review. The root cause of the observed ua 07 error was the defective load cells. The defective load cells were likely attributed to user mishandling such as a drop or a defective component. Visual inspection of the returned platform was performed, and no physical damage was observed. The autopulse platform failed initial functional testing due to ua 07 error message displayed upon powering on, thus confirming the customer complaint. Load cell characterization test revealed that the both load cells were defective. The load cells were replaced to address the reported complaint. The archive data review showed multiple ua 07 error messages, thus confirming the reported complaint. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(6).

Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed.

Event description:
During patient use, the autopulse platform (s/n (B)(4) ) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. Following this, the crew switched to manual CPR. No consequences or impact to the patient.